Event description:
It was reported that the external pulse generator had a cracked front bezel. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken, therefore it was replaced. Analysis also found that the side bail covers, two case screws and the side bails were missing, that the battery drawer was broken and the battery drawer o-ring missing. (B)(4).